Event description:
An endurant ii stent graft system was selected for use in a patient for the endovascular treatment of a fusiform 48 mm in diameter and 90 mm in length abdominal aortic aneurysm. It was reported that a 16x28x124 was selected for use; however, the physician had difficulty in flushing the device, which might have been caused by the coating agent on the wire lumen. A guide wire was attempted, but it was eventually stopped. It was not inserted into the patient's body so there were no adverse effects on the patient. The relevant device was not returned because the patient had infectious disease. A second device was used to complete the case. No damage was noted neither in package nor device. The guide wire did not go through from the tip, so backside of radifocus was put into delivery system and it came through, pushing out the fm (suspected as coating material). The device was flushed with the saline, but as the re was possibility that the tiny piece of fm left in the system, the device was not used. The physician commented that the relevant device, which was supposed to be implanted, was stopped using and backup device was implanted as treatment without significant issue.

Manufacturer narrative:
(B)(4).